Event description:
It was reported that a patient underwent a left axillary biopsy surgery on (B)(6) 2012 and suture was used. During the procedure the needle pull off the suture. The surgery was converted to an open procedure at that time. The patient is in stable condition. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually evaluated attribute defects . The assignable cause is a clip off defect, which is a manufacturing defect.